Event description:
The customer reported that there was a "precharge voltage error". This error will likely prevent the system from booting. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The blue battery connector was reseated. The system was then found to be operating as intended.